Event description:
It was reported that the device has a bad potentiometer and cannot adjust. No patient involvement was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a broken pole clamp and faded line cord. Wear and tear damaged tank cover, enclosure, plate clip, and front cover. Outdated printed circuit board (pcb) and power switch. Functional testing found the device cannot be calibrated due to the damaged potentiometer (pot) confirming the customer complaint. The root cause of the reported issue was found to be damaged calibration potentiometers. No action taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped.